Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired approximately 2 months post implant. A family member reported the patient was noted to be in atrial fibrillation (af) the month after implant. The patient was admitted to the hospital for treatment of the af. It was reported the patient had a liter of blood removed from around their heart and got septic shock. It was noted the issue may be have been thyroid related. Concern was then expressed that the patient expired due having a device implanted resulting in the post implant complications.